Event description:
During the initial implant procedure, an r-wave amp variation and a failure to extend helix were observed on the right ventricle (rv) lead. The lead was explanted and replaced to resolve the event. The patient was stable and there were no consequences.

Event description:
Additional information was received that pacing impedance measurement anomalies were observed during implant.